Event description:
It was reported that this previously capped left ventricular (lv) lead was explanted due to infection. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).